Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) and short v-v intervals were noted on the right ventricular (rv) lead. Sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing and oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6)-2014, there were ventricular sensing integrity counts up to 347. Non-physiologic oversensing was not identified on the electrogram. The premature ventricular contraction (pvc) counter registers 154 pvcs per hour which likely is incrementing the counter. T-wave oversensing (twos) was identified on non-sustained ventricular tachycardia (nsvt) episodes.